Event description:
It was reported that during an unknown procedure there was the disintegration of the white plate lining one of the dissection blades of the clamp.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the white tissue pad break off? Yes. Is the white tissue pad completely missing from the clamp arm of the device? Yes. Did the patient experience any adverse consequences due to this issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. D4 batch #: v95v79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned and with the cable cut off. However, the tissue pas was not detached as reported by the customer. The remaining tissue pad was properly attached to the clamp. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.